Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[the door harness has been broken.]. There was no reported patient involvement.

Manufacturer narrative:
Additional information: imdrf annex b, c,d grid. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[the door harness has been broken.]. There was no reported patient involvement.

Manufacturer narrative:
Correction to remove the initial report with MFR report #2016493-2022-101653. After further review, it was determined that this event is not a reportable complaint and the MDR was submitted in error.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[the door harness has been broken.]. There was no reported patient involvement.